Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. The cycler was replaced due to blank screen. The patient will perform manual treatments in the absence of a cycler upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Touch screen test passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.